Event description:
It was reported by service report that the customer alleged that the head end jack was drifting down. However, the technician could not duplicate the alleged issue and the unit was working to spec at the time of the eval. No pt involvement or adverse consequences were reported.